Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that there were high impedance readings at the time of implant. The physician tried reinserting the lead, but impedance was still >4000 ohms. The implanted neurostimulator was removed and replaced with a different device. Impedance readings were within acceptable limits with the new device. The pt recovered without sequela.